Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision of hip components due to dislocation. Patient dislocated and an ER doctor tried to reduce and pulled the bipolar component off of the 28mm head.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the mainpulation performed, which led to disassociation of the bipolar head and the femoeral head.

Event description:
Index surgery: (B)(6) 2015. Revision of hip components due to dislocation. Patient dislocated and an ER doctor tried to reduce and pulled the bipolar component off of the 28mm head.